Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that during a review of episodes and device data, where technical services was asked about programming options for detection enhancements, it was observed that this device had stored high, out-of-range pacing impedance measurements on the unknown right atrial (ra) lead. A request was made for the field representative to obtain the model/serial numbers and manufacturer for the ra lead and to know how the issue would be resolved. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available. This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a review of episodes and device data, where technical services was asked about programming options for detection enhancements, it was observed that this device had stored high, out-of-range pacing impedance measurements on the unknown right atrial (ra) lead. A request was made for the field representative to obtain the model/serial numbers and manufacturer for the ra lead and to know how the issue would be resolved. No adverse patient effects were reported. The field representative later confirmed the ra lead was from a competitor and no changes were made to the device or lead due to the impedance observation.